Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm the date and time has reached value outside valid range (pump error 28). Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The insulin pump alarmed pump error 38 alarmed during rewind, the problem was isolated to the motor also. Unable to confirm pump error 28 also, unable to perform displacement, rewind, seating and basic occlusion due pump error 38. However, no physical damage was noted on the motor assembly during visual inspection and the motor was tested outside of the device and passed. The insulin pump had scratched case.